Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported pain at the pocket site and the event resolved without sequelae on (B)(6) 2012. Medical or non-surgical therapy included ultram as needed. At an emergency room (ER) visit, a computed tomography (CT) of the chest showed no acute process and the chest x-ray was normal. Signs and symptoms included pain and left arm numbness and swelling. The severity was considered moderate. The cellulitis of chest incision resolved without sequelae on (B)(6) 2012. Medical or non-surgical therapy included levaquin and ultram as needed for pain. The patient also went to the ER regarding the cellulitis and diagnostic tests performed at the ER included: x-ray which showed no acute disease and blood work which included: complete blood count (cbc), comprehensive metabolic panel (cmp), granulocytes at 36.9% (39.0-78.0 %), lymphocytes 51.9% (15.0-46.0%). Signs and symptoms included redness, itching, and pain at the incision site.

Manufacturer narrative:
(B)(4).

Event description:
Additional review reported that there was bleeding at the pocket site.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3387-40, lot# j0427795v, implanted: (B)(6) 2004. Product type: lead: product ID 3387-40, lot# j0421488v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a warm feeling at the pocket site. The patient stated the pocket site was not red and not really swollen, but that it felt a "little warm." The reporter noted that she had been itching and scratching in her sleep for over 1 month and was also experiencing pain at the implantable neurostimulator (ins) site. It was noted that a lump had now formed above the pocket site and the patient was experiencing pressure at the ins site and down her arm. It was stated that the patient went to the emergency room (ER) one month prior, but it was stated that "there was nothing that they could do." Caller states she was concerned something was leaking from the device. Additional information received reported the patient's arm had gone "numb" several times, "off and on." The lump was not painful to the touch. Pt denied any falls or accidents. The caller stated that the "last time this happened was two years back when the first doctor forgot to screw a screw in tight." It was later reported that the patient went to the e.r. For evaluation. The lab tests were reported as normal. A computed tomography scan (CT) did not reveal any abnormalities. It was stated that the patient saw her primary hcp and there were no continuing concerns. It was reported almost a month later that the patient had cellulitis at the chest incision site. The patient outcome was reported as resolved without sequelae. The patient was given an antibiotic and painkillers. No other information was reported.